Event description:
Rv svc coil impedance 162 ohms on (B)(6) 2025. What is the guidance we provide for a b.sci 0295 lead that has 163 ohms for svc impedance but defib impedance is 82 ohms? D: caller only had data back to (B)(6) 2024 and noted the impedances were stable within a 10 ohms difference since (B)(6) 2024. Additional historical impedances are not known. R: while there is not evidence of a malfunction with the lead at this point, the 163 ohms is a high impedance (albeit not out of range). I noted to caller that hile b.sci has guidance for their leads and their devices, mdt only has the guidance of maintaining b>ax programming. At this point, there is no evidence of malfunction or artifact/noise on either the rv coil or svc. If physician wants to program the svc off, consider dft testing. Phoned rep back to discuss filling out an mpxr with his "trainer" as he wasn't familiar with mpxr reports and is fairly new to mdt. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).